Manufacturer narrative:
The section on precautions in the instructions for use states "when using the navistar or navistar ds catheters with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered."

Event description:
It was reported that the pt's blood pressure dropped after an hour-long ablation. A cardiac tamponade was detected on performance of an echocardiogram. The customer stated that the ablation / mapping procedure had been going on for a long time. Drainage was reportedly performed and the pt required transfusion. The physician is of the opinion, that the perforation occurred during mapping of the left appendage, but suspects that the product is not related to the event. Patient condition has been reported as stable.